Manufacturer narrative:
One device was received. Visual inspection: cracked enclosure and tank cover. Faded line cord and corroded drain fitting. Damaged liquid crystal display (lcd). Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The pump motor was not running confirming the complaint. A root cause was a faulty pump however it is unknown what caused the failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump was not working. Patient involvement is unknown.